Manufacturer narrative:
The patient was undergoing a mamoplasty. During the procedure an arch occurred from the tip where it inserted into the pencil. This resulted in a burn to the patient. The area was excised. The patient was reported to be doing well. The tip and pencil was returned and evaluated. There were char marks on the cautery tip and the insulation of the cautery tip (including on the insulation that would normally be inside the cautery pencil when the tip is seated fully into the pencil). No char mark was found on the cautery pencil or inside the cautery pencil. It appears that the tip was not seated into the pencil correctly at the time of use. The root cause of this incident appears to be the result of user error. Due to the reported burn to the patient, this medwatch is being filed.

Event description:
During a mammoplasty, the patient suffered a burn from the cautery pencil.